Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. The biomed stated that this device has not been involved in any patient incident since the last baxter service event.